Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.

Event description:
On (B)(6) 2023 a patient he had a severe hypoglycemic event a couple weeks ago. The patient did not remember the exact date of the event. The patient's wife did have to give him glucagon as he was unable to do so himself. The patient stated it was after dinner when his blood glucose (bg) went low. The patient had a seizure and then lost consciousness. After his wife gave him glucagon, the patient was able to gain consciousness and continue monitoring his bg levels. It has been 2-3 weeks since the patient has experienced any low bg with the ilet.